Event description:
Covidien received info that this n20pa portable pulse oximeter is missing display segments in the pulse rate reading. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).